Event description:
Optometrist reported pt went for a run the morning following a dust storm. The right eye was slightly blurry and the pt removed his lenses when he returned. Following removal of the lens, the pt tried to remove what he thought was a second lens in the right eye, but couldn't and assumed the blurred vision was due to dust in his eye. The following day, the eye became red and the pt used unspecified drops, but the eye became worse. Several days later, the patient was seen by a doctor and received unspecified drops and an ointment. At some point later, the patient went to a medical center and received another unspecified drop. The patient was referred to an ophthalmologist who identified a contact lens in his eye. The patient went to the optometrist who indicated he had "hand movement" vision in the affected eye and may need a corneal graft. The pt can now see 4 lines with pinhole and corneal edema was reducing.